Event description:
A nurse from the user facility reports a broken haptic was noted following insertion of the intraocular lens (iol). Enlargement of the incision and one stitch were required to accommodate removal and replacement of the lens. The nurse reports the event did not cause or contribute to a serious injury.